Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "The biomed is requesting fsd [field service dispatch] for respiratory indicating the unit is displaying monitor vt 30% greater than set vt. Biomed indicates unit passes est [extended system test] test had not been able to duplicate issue he is unsure if this occurred during pre-use or during use he will obtain further detail."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The carefusion field service rep evaluated the device and determined that the root cause of the reported monitored volumes issue was a faulty flow sensor. The carefusion field service rep replaced the flow sensor and worn exhalation rubber elbow fitting prior to running device through a complete operational checkout per the service manual to ensure the device meets factory specs. Upon completion the device was released back to the customer ready to be placed back into service. Carefusion has requested from the user facility add'l info concerning the reported event and if a pt was involved in this event. As of the date of 03/12/2015, there has been no response from the user facility.